Event description:
As reported by pt in user medwatch # (B)(4), a vaxcel port was implanted in the pt's right arm on (B)(6) 2009 for delivery of chemotherapy. The pt was diagnosed on (B)(6) 2009 with septic bursitis of the right shoulder and surgery was performed to clean the bursa of the arm and remove the port. The pt was hospitalized for 12 days then released home for IV therapy and physical therapy.

Manufacturer narrative:
Navilyst medical's investigation into this event is on-going, with add'l info regarding the event in the process of being obtained. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).